Event description:
It was reported that the pump's touchscreen did not consistently respond, requiring multiple taps, and the battery was depleting rapidly, necessitating charging every two days. The patient believed the pump was not operating at full efficiency in delivering insulin, and there were frequent occlusion alarms despite no bent cannulas. There was no adverse impact to the customer¿s blood glucose level. The customer, whose pump warranty expired and is out of warranty, declined follow-up and is in the process of renewal.